Event description:
A customer reported a malfunction with their pump, identified by an error code, but did not provide additional details about blood glucose levels. There was no adverse impact on the customer's blood glucose level. The distributor is awaiting the return of the pump for further investigation and has arranged for a replacement pump to be sent to the customer.